Manufacturer narrative:
(B)(4).

Event description:
It was reported the catheter was placed in a pt in the med intensive care unit. While in use, the clinician reported the lumens are mislabeled. The 16ga distal extension line is printed 18ga medial 2 and the 18ga medial 2 extension line is printed with 16ga distal. The catheter is still being used. There was no delay in treatment and no pt death or complications reported.